Event description:
It has been reported that a (B)(6) female patient had undergone uncomplicated right tha on (B)(6) 2012. She did, unfortunately developed an infection which is chronic. The patient underwent revision surgery on (B)(6) 2012 where upon the femoral head and neck were removed and also the femoral stem. The patient was implant with a zimmer biolox delta cer head 28 12/14.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The lot numbers were received for the devices and the device history records were reviewed and found to be conforming. The sterilization process for these devices was validated in accordance with FDA regulations and (B)(4) standards to a sterility assurance level (sal) of (B)(4) or better. The manufacturing lots specified in this complaint were processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to the infection of the patient. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. (B)(4).